Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The sensor was inserted into the skin. On 12/01/2025, it was reported that the pediatric patient's mobile app was not giving a sound when they were having a low reading. No changes have been made in the mobile app. The patient was showing very low glucose. No fingerstick was taken at that time. Due to the symptoms, the parent gave the patient nasal glucagon and called 911. The patient was taken to the hospital. The parent cannot recall the fingerstick reading done by the paramedics while the cgm reading was still showing low. At the hospital, the parent cannot recall what the bg reading was but the cgm was still low. The patient was given nasal glucagon. The patient stayed at the hospital for about 12 hours before being discharged. At the time of the call, the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The sensor was inserted into the skin. On 12/01/2025, it was reported that the pediatric patient's mobile app was not giving a sound when they were having a low reading. No changes have been made in the mobile app. The patient was showing very low glucose. No fingerstick was taken at that time. Due to the symptoms, the parent gave the patient nasal glucagon and called 911. The patient was taken to the hospital. The parent cannot recall the fingerstick reading done by the paramedics while the cgm reading was still showing low. At the hospital, the parent cannot recall what the bg reading was but the cgm was still low. The patient was given nasal glucagon. The patient stayed at the hospital for about 12 hours before being discharged. At the time of the call, the patient was fine. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is always sound disabled. No additional event or patient information is available.